Event description:
It was reported that shaver burr didn't fit well into shaver handpieces. Drillcut handpiece stopped working during surgical procedure. Surgical procedure (draf type iii frontal sinus) had to be completed without burr by using punches which delayed the procedure. Burr had to be inserted with force. Procedure had to be completed without burr. This caused a surgical delay of 112 minutes. Three other planned procedures within the next 4 weeks had to be cancelled/rescheduled due to unavailability of 40° shaver burrs that fit into handpiece and broken handpiece. Since the procedure had to be rescheduled, this case is reportable

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).